Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 26-jul-2023. H.6. Investigation summary: our quality engineer inspected the 1 representative sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no abnormalities or damages on the device. The sample underwent our internal leakage testing and no leakage was observed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd venflon pro safety safety venous indwelling catheter experienced leakage. The following information was provided by the initial reporter: medication port leaked blood. When cannula was inserted, they notice that cannula valve does not work. Blood raises from cannula to medication port. During use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon pro safety safety venous indwelling catheter experienced leakage. The following information was provided by the initial reporter: medication port leaked blood. When cannula was inserted, they notice that cannula valve does not work. Blood raises from cannula to medication port. During use.